Manufacturer narrative:
This report is submitted on june 28, 2022

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site that was treated with a topical antibiotic. The implant remains in-situ.